Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for low blood glucose of 27 mg/dl. Troubleshooting was performed. The customer was experiencing low blood glucose for the past two days. The customer stated that she treated her low glucose with juice, meal, and glucose tablets. Reviewed the programming, time, and date on the insulin pump. The customer stated that there was more insulin in the status screen than in the reservoir. Advised the customer to contact her doctor regarding the unexplained low blood glucose. No further information was provided.